Event description:
This is report 2 of 4. It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy fluid coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized the same day as the onset of the symptoms. Therapy was ongoing. On an unreported date, the patient was treated with vancomycin (dose and frequency not reported) ip for peritonitis. On an unreported date, vancomycin therapy was discontinued. The nurse stated that they thought that the patient contaminated themselves when they had diarrhea, but this was unable to be confirmed. The cause of the peritonitis is unknown. The patient was discharged from the hospital. At the time of the report, the patient was recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd895425 with no issues noted during the manufacturing process. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).